Manufacturer narrative:
He results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a generator change, it was discovered that the right atrial lead exhibited insulation damage. All electrical measurements were normal. The physician repaired the lead with medical adhesive and sleeve around the area that he was concerned about. The patient was in stable condition.